Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, after firing the device, the posterior wall of the rectum was not sutured. The device had cut. Hand sewed proximal and distal rectum walls to complete the procedure. No patient consequence reported.